Event description:
Per operative report, "a 19hp st jude valve appeared appropriate. Valve sutured with 2-0 ethibond placed around the annulus of the valve. The sutures were then passed through the sewing ring in the 19 reagent st jude valve. The valve was seated. However, in trying the sutures the valve leaflet fractured. The valve was subsequently explanted.